Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was returned and evaluated. Upon visual inspection it could be observed the anchor broken and biological residues on it. A manufacturing record evaluation was performed for the finished device lot number: 8l45018, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The broken tapered screw can be attributed to procedural variables, such handling of the device or product interaction during procedure. The possible root cause could be related to a failure to engage until fully seated position of the tapered screw during implantation and when passing the screw, it got caught in the part of the screwdriver and at the moment to remove it, the screw had to break. However, it cannot be conclusively affirmed. As per IFU- 111245, it is mandatory to completely seat the milagro br interference screw onto the correct driver for proper implant delivery. Notching and/or tapping are necessary when inserting the interference screw with bone tendon grafts. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in colombia that during an unknown surgery on (B)(6) 2022, it was observed that the 10x23mm milagro advance interference screw device got caught in the part of the screwdriver when passing; and the only way to remove it was by breaking it. During in-house engineering evaluation, it was determined that upon visual inspection it could be observed that the device was broken and had biological residues on it. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.